Event description:
It was reported that patient presented to hospital with ventricular tachycardia. The rate was in the monitor zone and program changes were made to start therapy. Atp therapies were delivered unsuccessfully and cardioversion was used to convert the arrhythmia. The patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.